Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the unable to issue medication. A technical support specialist stated that customer not putting an issue amount while issue medication. However, no information has been provided regarding this event the system functioned as intended technichinal support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medbank system there was unable to issue medication. The customer stated that the unable to issue carbidopa/levo ER 25-100mg tablet medication to patient. There was no delay in patient care workflow. There were no adverse events or injuries reported based on this event.